Event description:
The device was implanted on 3/16/1995. Patient was admitted to hospital for treatment of lumbar wound infection. Patient required superficial incision and debridement. Patient was again admitted to the hospital on 4/5/1995 for removal or instrumentation and debridement of wound due to wound infection. The l5 screws on both sides were loose.